Manufacturer narrative:
(B)(4) bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure and after the varix was suctioned, the bands failed to deploy when the handle was turned. The device and scope were removed by pulling off the cap and cutting the wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. A visual examination of the ligator head found one blue band remaining and moved out of the position. There was no issue with the ligator head teeth. The suture was intact and attached to the trip wire loop. It was noted that the trip wire was bent in multiple locations along working length and was not secured in the handle assembly slot. The slot did not present any evidence of previous securing of the tripwire. Additionally, the trip wire was wrapped two and a half times inside the gap between the handle spool and bracket. A functional evaluation of the handle could not be performed as the trip wire was caught between the handle spool and bracket. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure and after the varix was suctioned, the bands failed to deploy when the handle was turned. The device and scope were removed by pulling off the cap and cutting the wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.